Event description:
It was reported that the customer intermittently went to the emergency room (ER) due to elevated blood glucose (bg) levels (324 mg/dl). Further details and nature of ER visits was not provided. The cause for the reported issue could not be confirmed. The customer reverted to an alternate method of insulin therapy.